Event description:
Boston scientific received information that this device was explanted for normal battery depletion and returned for analysis. Initial analysis testing performed by out post market quality assurance laboratory found that the device did not pass the longevity calculation in labeling. This device was included in the mid-life display of replacement indicators advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device memory was reviewed. The device declared elective replacement indicator (eri) after experiencing consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.